Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. Additionally, the instrument was found to have multiple input disks cracked. Hairline cracks were found on inputs #6 & #7. The complaint was confirmed by failure analysis.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the cable on a large suturecut needle driver (lsnd) instrument was broken. The customer used a backup lsnd instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the lsnd instrument was inspected prior to use. The nurse confirmed the cable to be broken. The instrument was not used on the patient. Therefore, there was no fragment falling into the patient¿s anatomy due to the broken cable. The procedure was delayed about five minutes.